Event description:
The customer reported observing a burning smell, smoke, sparks, and visible flame in the area where the power cord was plugged into an advia centaur xp analyzer. According to the customer, sparks and a flame were present for a few seconds, then they did not recur, but smoke was still present. The customer observed that the power cord appeared melted where it plugged into the analyzer, and the back of the analyzer was scorched. There was no harm or injury, and no one required or sought medical attention due to the event. There are no known reports of patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported observing a burning smell, smoke, sparks, and visible flame in the area where the power cord was plugged into an advia centaur xp analyzer. The customer stated that approximately an hour later, the analyzer software shut down, although the analyzer itself still had power. The customer unplugged the uninterruptible power supply (ups) from the wall outlet. The power cord at the other end was plugged into the ups, and there was no issue with this connection. The lab was subsequently evacuated for approximately 20 to 30 minutes. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse observed that the power cord was damaged because the power inlet had burned out. Next, the cse replaced the burned 'mains power inlet' and the main power cord that connects the analyzer to the ups. Further, the cse successfully rebooted the analyzer and performed the daily cleaning. Siemens evaluated the event and determined that the malfunctioning of the lab facility's power connector potentially contributed to the reported event. The analyzer is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00144 on 04-jun-2025. Correction (01-jul-2025): the investigation findings and investigation conclusions codes in section h6 were incorrectly provided in the initial report, inadvertently indicating a device related problem. As indicated in the initial report, the malfunctioning of the lab facility's power connector potentially contributed to the reported event. The investigation findings and investigation conclusions codes of section h6 were updated to reflect the correct information.